Manufacturer narrative:
(B)(4). The complaint is confirmed to the filter part number lg6ns. The returned filter leak was unable to be reproduced by manufacturing testing methods. The supplied part has been sent to the supplier for further evaluation. Gtin UDI (B)(4).

Event description:
It was reported during use of the procedure kit during cardiopulmonary bypass blood leaked through the hydrophobic filter. The adult patient lost about 200 cc's of blood during the procedure. The perfusionist clamped out the area and continued the case. The clinical review further describes the event as: the perfusionist was on cpb, and upon initiation of blood flow through the hydrophobic filter noted blood leaking through the hydrophobic autovent portion of the filter. They immediately clamped out the filter, and didn't use it the rest of the case. There was no delay to the procedure, and the case finished without incidence. No clinical implications for the patient.

Manufacturer narrative:
The filter was evaluated by the supplier. They tested the filter and they were able to confirm the observation of a flow through the vent. To further investigation they forward the sample to them manufacturing facility for additional testing. Hydrophobicity testing was performed on the filter and a vent media leaked was confirm . The filter was opened and score marks were detected on the media at the same location where the leak was observed. It was determined the score marks most likely occurred due to mishandling by the operator during the placement of the inlet and outlet molding during the cover welding process. The supplier determined this was an isolated incident. A supplier "quality alert" was issued and retraining of the assembly process operators was completed.